Manufacturer narrative:
(B)(4). Results and conclusion: (investigation in progress ¿ no conclusion can be drawn).

Event description:
It was reported that the coating was seen coming of the zinger wire during the procedure. Wires were stored in both the inner and outer packaging. Device did not experience high temperatures while in storage. No injury was reported to the patient.